Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow up with the pulse generator exhibiting backup vvi. The device was explanted and replaced.